Manufacturer narrative:
Batch review performed on 25 march 2021: lot 1910952: (B)(4) items manufactured and released on 3-jun-2020. Expiration date: 2025-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with other 2 similar reported events. Additional implant involved: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 2004289 batch review performed on 25 march 2021: lot 2004289: (B)(4) items manufactured and released on 20-july-2020. Expiration date: 2025-07-07. No anomalies found related to the problem. To date, 111 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the glenosphere from the liner. The cause of the dislocation is unknown. 1 month after primary the surgeon revised the glenosphere and liner and the surgery was completed successfully.